Manufacturer narrative:
The initial medwatch reported that the pump shut down unexpectedly. Upon further clarification it was determined that customer's battery depleted due to normal usage. There was no malfunction of the device. This event does not meet MDR requirements as defined by 21 cfr 803. H6: remove codes 1503, 2199, 3221, 4114, 4582, and 67.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.